Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported choroidal effusion and required helion replacement within the unknown eye against the xen®45 gts.